Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a broken sensor wire occurred. The sensor was inserted on (B)(6) 2018. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional event or patient information is available.

Manufacturer narrative:
Com-(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and found that the sensor wire was missing from return. There was sensor damage inhibiting functionality. Needle has no point, bent pushrod, and sensor wire was not in the needle. Analysis would not be able to confirm complaint or determine a probable cause. Confirmation of the allegation was undetermined. A probable cause could not be determined.